Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the retainer on the drive motor was found to be broken. There was no patient involvement.